Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device knife jammed during usage. The customer reported that there was bleeding of an unspecified amount due to this occurring. The customer has indicated no additional info is available.